Event description:
Philips received a complaint by the customer on the v60 indicating that the devices cart is not stable, keeps rocking. It was reported there was no patient involvement at the time the issue was discovered. The biomed customer tightened all the screws to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service.